Manufacturer narrative:
A visual analysis was performed on the returned device. The reported unspecified failure mode was observed as an anterior needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event estimated

Event description:
A prostyle device was received at abbott vascular. Analysis of the device found that the anterior cuff tabs were bent as expected [suture retrieval issue]. There was no information reported regarding this device; therefore, the method used to achieve hemostasis is unknown. No additional information was provided.